Manufacturer narrative:
Manufacturing and quality control data: the m. Blue® was manufactured by a qualified employee in april 2021. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The m. Blue® has a normal pressure range of 10 to 50 cmh2o. The valve was inspected as article fx802t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Visual inspection no significant deformations or damage of the valve were detected during the visual inspection. Permeability test a permeability test has indicated that the valve has a blockage. Adjustment test the m. Blue® valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section 2.6). Internal inspection after dismantling of the valve, some deposits were found in m.blue® results based on our investigation, we confirm the presence of occlusion and non-adjustability in the valve, likely due to the deposits observed inside the valve. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue (part # fx802t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 3 years. Height: 92 centimeters (cm). Weight: 12.7 kilograms (kg). Gender: male.